Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 109726 joules during a prostate procedure. The procedure was continued with another fiber (reference MFR number 2937094-2012-01208). The case was completed with an alternative surgical procedure. No pt or end user injury was reported.